Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Bg cause was not known, however, customer states they may have taken too much insulin for their activity level. The customer mentioned having three visits from emergency medical services in the past 3 days. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.